Manufacturer narrative:
Device evaluation: no device is expected to be returned for investigation. The device history record and complaint database searches could not be performed because no lot number was provided. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and an additional follow up submitted.

Event description:
A surgeon reported that the catheter had to be removed fo non-function or infection. While the surgeon was removing the catheter it broke in two pieces at the cuff. The catheter pieces were surgically removed. The lot number and implant date were not provided. Attempts were made to get more clinical details, but the physician requested not to be contacted further. No further harm or injury to the patient was reported.